Manufacturer narrative:
(D10) concomitant devices: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6). 320-15-08 - eq sup/post aug, r rs glenoid baseplate: (B)(6). 320-10-00 - equinoxe reverse adapter plate tray +0: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced disassociation of polyethylene - rsp. As a result, approximately 2 years after initial replacement, the patient underwent a shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported may have been due to disassembly between the humeral liner and humeral tray. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.